Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device received with cracked battery tube thread and cracked case battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 141 mg/dl. The customer stated that they saw a open book image on insulin pump display. Customer also stated that crack at the back on the battery compartment. Customer also stated that insulin pump was exposed to a little bit of water but no visible fluid. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.